Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had difficulty charging the ipg and a shift in the ipg placement. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The explanted ipg will not be returned.